Event description:
Rep reported that the pump catheter was found to be disconnected from the pump, with the suture still attached to the connector which became completely detached from the pump.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.